Event description:
The customer reported higher than expected vitros tsh quality control results obtained using vitros immunodiagnostics products tsh reagent on a vitros 5600 integrated system. Vitros tsh results of 1.11, 1.11 miu/l vs. Expected 0.699 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros tsh quality control results were obtained using vitros immunodiagnostics products tsh reagent on a vitros 5600 integrated system. A definitive root cause for the event could not be determined. An issue related to the reagent pack or the analyzer cannot be ruled out as contributing factors.